Event description:
The ortho summit processor (osp) reportedly did not pipette sufficient reagent into the microwells and did not generate an error message. No death or serious injury was associated with this incident.